Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure harmonic ace was found to have broken tip. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a surgical procedure, the tip of an instrument completely detached, but no fragment fell into the patient. The instrument was inspected prior to use, with no damage noted, and the issue was discovered during a dissecting task 1.5 hours into the procedure. The surgeon did not notice any functional issues, and there were no collisions with other instruments. The procedure was completed robotically without patient injury. The surgeon attributed the breakage to product quality issues, and a similar incident occurred with a previous harmonic ace instrument. 480275-10/ l13241205- pr (B)(4).